Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.